Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 11 months post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 179698: 50 items manufactured and released on 17-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, 33 items of the same lot have been sold without other 2 similar reported events in the period of review.